Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported the meter display has a black line on the display. Caller stated, the measurements are readable. No adverse event reported. Requested return of the alleged meter for evaluation.